Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working for their symptoms and that they had gone through so much with this, had "4 different surgeries" with their healthcare provider (hcp) to get the device "in" and working for them and it still wasn't working for their bladder symptoms so they'd turned it off. The patient stated it was the most awful experience they had ever had and that they'd told the hcp they were done after the 4th surgery, that they didn't want any more surgeries and told patient services they didn't want to go back to that hcp. Patient requested assistance in finding a new hcp and wanted to check to see if they could get the external devices to work to check to see if the therapy would work. Patient services walked the patient and their spouse through connecting to their settings for both sides. The therapy was on, on one side at a .1 ma on program 3, and on the other side, the therapy was off, on program a. The patient wanted to switch programs so they went to program 1 on both sides and increased the stimulation to where they felt it comfortably in the bike-seat region each time. The patient was going to monitor their symptoms now that a change had been made and may call back for further assistance. Patient services also sent the patient physician listings. Patient to follow up with a new hcp for their symptom concerns. 2 call recordings.

Manufacturer narrative:
Continuation of d10: product ID 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; explant date product ID 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.